Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and the use of the liberty select cycler or cycler set. Additionally, there are no reported device malfunctions or cycler set leaks or defects related to this event. All patients are at risk for peritonitis due to a compromised immune system. Gram-positive bacillus are widely found in water and soil and suggest a breach in aseptic technique. Based on the available information and the lack of any allegation or report of a product deficiency, malfunction or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. Should additional information become available, the clinical investigation will be reassessed and updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. On (B)(6) 2019 the patient experienced symptoms of abdominal pain and cloud effluent and visited the clinic. A culture of the patient¿s pd effluent was taken and yielded growth of scant bacillus (species unknown). The patient was treated with intra-peritoneal (ip) antibiotic cefazolin and gentamycin from 3 weeks (dose and frequency unspecified). The patient was not admitted to the hospital. The peritoneal dialysis registered nurse (pdrn) indicated that the cause of the peritonitis is unknown. The pdrn stated there were no alleged fluid leaks or product issues related to the event. The patient was performing manual exchanges for antibiotic administration and continuing pd therapy with the liberty select cycler. No devices or samples were returned for physical evaluation by the manufacturer.